Event description:
The customer reported that the knife trigger could not be pulled, therefore, the tissue could not be cut. There was no injury to the pt. The device was returned to covidien and visual inspection discovered that the clear insulation had rolled up on itself.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.